Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) coronary flow obstruction and cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, are known potential complications associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). Iatrogenic coronary artery dissection is a rare complication of coronary angiography and angioplasty procedures. Numerous factors can be associated with increased risk for coronary artery dissection. These includes atherosclerotic coronary artery disease, the use of amplatz-shaped catheters, catheterization for acute myocardial infarction, unskilled catheter manipulations, vigorous contrast injection, deep intubation of the catheter within the coronary artery and variant anatomy of the coronary ostia. The innate arterial fragility from arteriopathies result in a weakened arterial wall architecture may render these patients more vulnerable to catheter-induced trauma and dissection. The mechanical trauma caused by the catheter tip during coronary angiography and angioplasty, while engaging or during vigorous injection of contrast medium at the site of an ulcerated plaque may serve as an entry point for pulsatile blood flow. The dissection may lead to progressive retrograde dissection, to complete coronary occlusion, or ascending aortic dissection. Iatrogenic coronary artery dissection has been treated successfully with conservative treatment, stenting, or surgery. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in additional to the procedure itself, patient factors (type-0 bicuspid valve, severe native leaflet calcification, moderate aortic root calcification) may have contributed to the rca dissection observed post valve deployment and subsequent anastomosis repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), post development of a 26mm sapien 3 valve, a right coronary artery (rca) dissection and bypass anastomosed to the false lumen of dissection were observed. During a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with an edwards balloon catheter. During bav, st elevation occurred, but immediately subsided. Post bav, proper blood flow was observed in the coronary arteries. A 26mm sapien 3 valve was then deployed with nominal volume in a final 80:20 aortic/ventricular (a/v) position as intended. Post valve deployment, the blood pressure started increasing properly, but right ventricle hypokinesis was observed with st elevation. Aortography showed no blood flow in the rca. Hemodynamics could not be stabilized by intra-aortic balloon pumping (iabp). Percutaneous cardiopulmonary support (pcps) was also initiated. Percutaneous coronary intervention (pci) was attempted, but could not be continued due to guidewire insertion difficulty in the rca. Off-pump coronary artery bypass graft (CABG) was performed; however, the rca blood flow did not recover after CABG. An rca dissection and bypass anastomoses to the false lumen of dissection were observed. Post repair of the anastomosis, the rca blood form was regained. The patient was transferred to the ICU with auxiliary circulation and on a ventilator. As reported, on postoperative day (pod) 3, the patient was recovering and in a stable condition. The valve remains implanted in the patient. The native aortic valve was a type-0 (no raphe) bicuspid aortic valve. The native annular diameter measured 26.0mm by tte with a valve area of 606mm2. Mild aortic valve calcification, severe native leaflet calcification and moderate aortic root calcification was reported. The diameter of the sinus of valsalva (sov) measured 35.1mm. The diameter of the sinotubular junction (stj) measured 27.9mm. Per medical opinion, it is unknown when the rca dissection occurred. It is also unknown if the calcification around the rca caused the dissection.